Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, iol found to have defect. There was a patient contact noted. Additional information has been requested, but no further information is available. There are two medical device reports associated with this event. This is 1 of 2.